Manufacturer narrative:
(B)(4) attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported that during a gastric band implant, a leak was observed on the ring (band perforation). Another device was used to complete the procedure. No consequences for the patient. A 12mm and 15mm trocar was used when inserting the band.

Manufacturer narrative:
(B)(4). Puncture per visual inspection, it was observed that the balloon was cracked near of the catheter connection. Microscopic analysis suggests that the tear is the result of manipulation of the balloon with a sharp instrument during the implantation or explanation. There were no discrepancies recorded during the manufacturing process in relation to the alleged issue, and that all products are 100% leak tested at a minimum prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.